Event description:
It was reported that the pt was exhibiting behavior issues when wearing the external equipment. Testing showed that the device was functioning. The pt's device was explanted for medical reasons. The pt was ot reimplanted. Company is in the process of gathering additional info. A supplemental report will be submitted once new info is obtained.